Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 1299.6mcg/day at a concentration of 2000mcg/ml of baclofen and a dose of 6.498mg/day at a concentration of 10mg/ml of morphine via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that the patient experienced increased pain and spasticity. The patient had a decrease in therapy and discrepancies at refills. A dye study was attempted but the healthcare professional (hcp) was unable to aspirate the catheter. As an intervention, the catheter was replaced. The issue was resolved at the time of this event and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.